Event description:
This complaint is now reportable based on the analysis completed on 04/29/2009. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The target lesion was located in a non calcified and moderately tortuous mid right coronary artery. As the physician advanced the 3.0x28mm taxus express2 stent, he felt the shaft may have kinked. The stent was implanted without difficulty and as the physician withdrew the device, the shaft detached at the y-connector, outside the pt. The shaft was completely detached. The physician noted that there was no resistance noted when withdrawing the device. The procedure was completed and no pt complications occurred. Product analysis found that the location of the shaft fracture was a portion that could enter the body.

Manufacturer narrative:
A visual and microscopic examination found that the hypotube had broken approx 23.5cm distal from the catheter's strain relief (csr). The device was kinked at the point of separation. There were kinks along the entire length of the hypotube. Microscopic examination of the balloon found no issues with the balloon material or the crimped stent. The balloon was tightly wrapped and was not subjected to any positive pressure. Attempts to insert the recommended size product mandrel (0.015 inch) were unsuccessful due to solidified contrast media present within the entire length of the lumen. Solidified contrast media was present within the entire length of the inflation lumen; therefore, indicating the device had been prepped for use. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The mfg records were reviewed and no issues or discrepancies were found and the device met all specifications. (B)(4).